Event description:
According to the study: the gia stapler was used to divide the renal vein. The donor patient underwent conversation from hldn into open donor nephrectomy due to active bleeding from the renal stump after the graft was removed.

Manufacturer narrative:
(B)(4).